Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, there was a fluid leak. The hysteroscopy was unremarkable. Two tenaculums and a speculum were in place for the procedure; at approximately 8 and half minutes into the ablation a fluid loss alarm went off. The physician noticed saline (10cc) leaking back out of the cervix (the rate of loss is unk). The procedure was aborted and cool down begun. The physician reported that he felt saline was pooling in the cervix and building pressure then the saline was released. The physician reported observing a mild burn on the posterior side of the cervix. The extent of the burn was not classified and the size of the burn is unknown. Silvadene cream was applied and the patient was sent home. The physician reported that the patient is doing "fine".

Manufacturer narrative:
The lot number of the device used is unk, consequently the device manufacturing and expiration date are unk. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.